Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was unknown. Trouble shooting was performed and found pieces from the reservoir and the battery compartment have broken off. The reservoir is unable to lock in place because the plastic ring popped out. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip completely broke off and test reservoir will not lock or click in place. Pump also had broken off battery tube threads.